Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding an I-stat cg8+ cartridge that yielded suspected discrepant results on ph, hco3, and be. Abg=arterial blood gas. Vbg=venous blood gas draw: see scanned table. Abbott point of care has requested info from the customer regarding intervention or pt injury. The customer has determined that no further info will be provided. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).